Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection could not be performed as no sample was returned for analysis. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined. A device history record review was performed and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: single lumen PICC insertion via right basilic vein. Uncomplicated vessel access but unable to get PICC to drop into svc as seen on navigation. Multiple attempts made to advance PICC including, repositioning of arm, head position, valsalva maneuver and flushing whilst inserting. Connection failure occurred during navigation which was rectified by disconnecting/reconnecting stylet connection to remote. PICC finally dropped into svc but no p-wave changes able to be identified. Patient was in a slow sinus tachycardia of 100-104bpm and t waves/p waves seemed to have morphed together making identification of p waves difficult. Inserter tried to advance past 35cms but was unable to as coming up against an obstruction of some kind. The inserter was happy to leave PICC at 35cms as this was the measured length based on landmark method. Able to aspirate and flush. Patient referred for chest x-ray.